Event description:
It was reported that the customer was hospitalized for low bgs several times over the past four weeks. It was informed that the pump was replaced before due to an alarm. The contact indicated that the customer is disconnected from the pump therapy until it is determined if the pump is working correctly. Later the customer was contacted and was told to insert the batteries into the pump. The customer received an alarm. The alarm was cleared and the pump was rewound. The time was incorrect since the batteries had been removed from the pump. In addition, it was mentioned that the histories and daily totals on the pump have higher numbers.